Event description:
It is reported that during surgery in 2008, the cortical screw swerved from the screw hole of the itst nail, and was inserted. The screw remains in the patient's bone.

Manufacturer narrative:
Evaluation summary: the x-ray of the distal portion of the nail fixation clearly indicates that the distal hole was prepared posterior to the nail axis. This could be due to inaccurate positioning of the screw in the a/p view with the c-arm. Drilling and tapping at an inclined angled could also result in posterior or anterior positioning of the screw hole. 22-13-5 is a highly bio-compatible and corrosion resistant material. The patient is not at any significant risk and since the material is non-magnetic, there are no chances of possible concerns usually associated with an MRI procedure. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers this investigation closed.